Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A surgeon reports that the laser locked up and could not be moved into the 'home' position after inadvertently pressing the pedal to release vacuum instead of pressing the laser pedal. The patient bed was also reported to have locked and was not functional at the time of the event. No patient harm was reported.